Event description:
It was reported that there was a red screen 41622 code. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Customer's reported problem, "red screen 41622 code", could not duplicated report error, but the event log did record one time of the error code. The root cause is a defective optic switch sensor. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.